Event description:
Clinical study. Same case as 2134265-2008-00451. It was reported that 909 days after a coronary drug eluting stenting treatment procedure the pt had a target vessel reintervention (tvr). The pt was admitted for the index procedure with complaint of chest discomfort. The index procedure treated a 2.5 x 38mm, 90% stenosed, mildly calcified lesion in the mid left anterior descending artery (mid lad) with predilation, placement of a taxus express2 2.5 x 24mm drug eluting stent and an overlapping taxus express2 2.5x24mm drug eluting stent. Residual stenosis was 0%. The pt was discharged to home the next day on aspirin and clopidogrel. At 909 days post index procedure, the pt underwent coronary artery bypass graft times two including left internal mammary artery (lima) to the lad and saphenous vein graft to the 1st obtuse marginal branch (om1), with end-to-side anastomis. The events were resolved 8 days later and the pt was discharged. The investigator assessed the device causality as probable. The site also reported the pt had an myocardial infarction (mi) which did not meet study criteria for a mi.

Manufacturer narrative:
Device evaluation: the stent remains in the pt and the delivery device has been disposed, therefore a failure analysis of the complaint device could not be completed. The shop floor paperwork for this batch shows that the product met its specifications. Following a thorough review of the reported complaint, the root cause will be documented as an anticipated procedural complication because of the likelihood that the pt anatomy or other procedural factors contributed to the reported difficulty and due to the absence of info implicating a root cause related to the device.